Manufacturer narrative:
Results: there was no external damage to the lightning unit. Conclusions: evaluation of the returned lightning revealed a leak within the housing. During functional testing, the unit was unable to power on; therefore, the reported system error could not be confirmed. If a strong positive pressure is applied to the lightning tubing, a leak may occur within the lightning housing. If the unit leaks, it will likely display a solid red-light system error and become non-functional. Penumbra lightning aspiration tubing is inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral vein using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and penumbra engine (engine). During the procedure, after the physician made several passes in the target anatomy using the cat12, the cat12 was removed. It was reported that the indicator light on the lightning was blinking green, but the lightning was not flowing. The cat12 was flushed, and the lightning tubing was removed from the cat12, exposing the lightning to open air. The lightning system was clicking, but the lightning was not cleared. A 50cc syringe of saline was attached to a 10fr dilator and advanced into the lightning. After a few cc of the saline was pushed into the lightning, the indicator light on the lightning turned blinking red, and the lightning was not clearing. Subsequently, the engine was turned off, and the lightning was unplugged from the engine. After 15-30 seconds, the engine was powered back on, and the lightning was plugged back into the engine. The indicator light on the lightning unit flashed green for a second and turned to flashing red. The power down process was repeated several times in the attempt to get the green indicator light. At this point, the physician was notified that the lighting system was inoperable. The physician continued with the procedure using an aspiration tubing (tubing) from an indigo system aspiration catheter 8 kit and the cat12. Multiple passes were made, and each pass resulted in the tubing and cat12 clogging. The procedure was completed using the same tubing and cat12. There was no report of an adverse effect to the patient.